Event description:
Dealer advised endusr stated joystick changes speeds intermittently. Dealer advised chair possibly have been in the rain. Dealer advised the guard that is on the front of the joystick where cared goes into is missing. Spoke with tech.